Event description:
Customer reported that the insulin pump returned a no delivery alarm. Troubleshooting showed that the insulin pump alarmed no delivery due to the reservoir not being in place. Customer installed the reservoir and was able to rewind/fill tubing. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.